Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("perforation (other) location of the perforation: stomach") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), infection ("infection (other) describe: odor"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (scheduled date is (B)(6) 2019). Essure treatment was ongoing at the time of the report. At the time of the report, the gastrointestinal injury, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, infection, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, hormone level abnormal, infection, migraine, nausea, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure (or any part of the device) removed: no, currently planning for essure removal? Yes, anticipated or scheduled date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: plaintiff fact sheet was received. Events added from pfs: stomach pain, lower back pain. Reporter information, medical history, aka name was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('perforation (other) location of the perforation: stomach') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), infection ("infection (other) describe: odor"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (davinci assisted hysterectomy, bilateral salpingectomy oophorectomy). At the time of the report, the gastrointestinal injury, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, infection, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, hormone level abnormal, infection, migraine, nausea, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure (or any part of the device) removed: no, currently planning for essure removal? Yes, anticipated or scheduled date: (B)(6) 2019 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('perforation (other) location of the perforation: stomach') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), infection ("infection (other) describe: odor"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (davinci assisted hysterectomy, bilateral salpingectomy oophorectomy). At the time of the report, the gastrointestinal injury, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, infection, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, hormone level abnormal, infection, migraine, nausea, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure (or any part of the device) removed: no, currently planning for essure removal? Yes, anticipated or scheduled date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received : reporter added and case became medically confirmed. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastric perforation ("perforation (other) location of the perforation: stomach") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced gastric perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), infection ("infection (other) describe: odor"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (scheduled date is (B)(6) 2019). Essure treatment was ongoing at the time of the report. At the time of the report, the gastric perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, infection, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, gastric perforation, genital haemorrhage, headache, hormone level abnormal, infection, migraine, nausea, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure (or any part of the device) removed: no, currently planning for essure removal? Yes, anticipated or scheduled date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received. Events per pfs: hormonal changes, infection (other) describe: odor, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss, specify which one: weight gain, perforation (other) please describe and state the location of the perforation: stomach were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.